Manufacturer narrative:
Conclusion: although a temporal relationship may exist between the last ccpd treatment (unknown when patient¿s last treatment occurred), the fresenius products and the events of cardiac arrest of unknown cause and ultimately patient¿s expiration at home, there is no documentation supporting a possible causal association between the patient¿s expiration but it is not known if the patient was undergoing ccpd therapy/had completed therapy. The pdrn did state the patient was not connected to the cycler at time of death. Additionally the patient did not have documented existing history of cardiac anomalies or issues in review of the past medical history. The completed esrd death notification form completed by the md did not identify a secondary cause of death. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Source documents and medical records were reviewed by a post market surveillance clinician. On 06/05/2017 a peritoneal dialysis (pd) patient's clinic registered nurse (rn) revealed the pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy had expired on (B)(6) 2017 just after follow up visit to the pd clinic, where the patient had been evaluated and was ¿found to be well.¿ the pdrn stated his death was secondary to a ¿cardiac arrest, cause unknown¿, and was not using the cycler at the time of expiration. It was unknown if the patient expired at home, hospital, hospice, or extended care facility. The pdrn stated the death of this patient ¿had nothing to do with the cycler.¿ review of the esrd death notification revealed the primary cause of death was cardiac arrest. The patient expired at home and had been continuing with ccpd therapy on the cycler until time of expiration. No secondary cause of death was identified on the esrd death notification. The serial number of the dialysis cycler was unknown.

Manufacturer narrative:
Conclusion: although a temporal relationship may exist between the last ccpd treatment (unknown when patient¿s last treatment occurred), the fresenius products and the events of cardiac arrest of unknown cause and ultimately patient¿s expiration at home, there is no documentation supporting a possible causal association between the patient¿s expiration but it is not known if the patient was undergoing ccpd therapy/had completed therapy. The pdrn did state the patient was not connected to the cycler at time of death. Additionally the patient did not have documented existing history of cardiac anomalies or issues in review of the past medical history. The completed esrd death notification form completed by the md did not identify a secondary cause of death. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming.

Event description:
Source documents and medical records were reviewed by a post market surveillance clinician. On (B)(6) 2017 a peritoneal dialysis (pd) patient's clinic registered nurse (rn) revealed the pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy had expired on (B)(6) 2017 just after follow up visit to the pd clinic, where the patient had been evaluated and was ¿found to be well.¿ the pdrn stated his death was secondary to a ¿cardiac arrest, cause unknown¿, and was not using the cycler at the time of expiration. It was unknown if the patient expired at home, hospital, hospice, or extended care facility. The pdrn stated the death of this patient ¿had nothing to do with the cycler.¿ review of the esrd death notification revealed the primary cause of death was cardiac arrest. The patient expired at home and had been continuing with ccpd therapy on the cycler until time of expiration. No secondary cause of death was identified on the esrd death notification. The serial number of the dialysis cycler was unknown.